Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
*(B)(6) legal* it was reported that, after an (B)(4) to the left hip on (B)(6) 2010 due to degenerative osteoarthritis, plaintiff began experiencing occasional pain and elevated metal levels. Radiographs showed osteolysis present in the greater trochanter of the left proximal femur. Plaintiff underwent revision surgery on his left hip on (B)(6) 2017, where a very watery colored effusion was noted on the left hip and a cheesy beige colored material behind the liner, which was typical of adverse metal-on metal local soft tissue reaction. Patient outcome is unknown.

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. C-0159214. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.